Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was returned and evaluated by the failure analysis team. The instrument was found to have a damaged insulation on the conductor wire at yaw pulley. The instrument passed electrical continuity test but showed low energy delivery on cauterizing tests. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that the customer experienced an issue with the maryland bipolar forceps instrument. The customer reported event has no report of patient injury.